Manufacturer narrative:
(B)(4).

Event description:
Received info that when the stimulation is turned on, the pt has a loss of therapeutic effect. Pt also experiences a shocking sensation occasionally down her leg (her area of stimulation) when she bends over. She explains she was in church and had to get her programmer and turn stimulation off because she was getting shocked. When she got home she turned it back on and it worked for about 20 mins and she felt nothing. Pt states she "only has two leads that work and she is not able to change from group c because the other programs do not work". Manufacturer's rep reports the pt has one 1x8 lead. Diagnostics showed high impedances > 3600 ohms on all combos. There is no accident or incident related to this event. Additional info has been requested and if received a follow up report will be sent.